Event description:
Diabetic nurse educator was testing pt's machine and strips at regularly scheduled appt. When utilizing control solution on strips the monitor read "error". This did not occur with a different bottle of test strips.